Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: her daughter has been at diabetes summer camp for the last 10 days. The doctor from camp called to notify her that her daughter¿s blood glucose (bg) readings have been elevated (no specific number) , with small ketones at times, no other symptoms reported. States when correction bolus is given via pump, bg readings are not responding, when correction administered by injection, bg readings are responding. Mom also states camp staff reports adjustment¿s to basal rate have also been made, bg readings remain elevated. Mom states doctor at camp feels pump is not delivering insulin properly, and has taken her off pump, she is now on alternate form of insulin delivery ¿ injections. Mom states she didn¿t want to call camp to get details of bg readings and treatment, states when camper has bg reading over 250 mg/dl, they are automatically given a correction via injection. Mom did not provide name of staff, states it was camp sweeney that was out of town. Mom does not have pump with her, does not want customer support (cs) to contact camp to review pump and patient bg readings. Mom states camp is out of town and she will be picking up her daughter on (B)(6) 2013. This complaint is being reported because the patient experienced hyperglycemia and because, although no specific evidence of pump malfunction, defect, or misuse was detected, there is an allegation that the insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings:. No defect was found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A (B)(4) flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.